Event description:
Information received with return of the explanted device notes inappropriate sensor rate response during treadmill exercise and arm movement. The patient is not pacemaker dependant.